Event description:
It was reported that placement of the proglide sutures were attempted in the right common femoral artery using the preclose technique before an interventional procedure. The arteriotomy was a 7fr and during the interventional procedure the sheath was upsized to an 20fr sheath. Reportedly, two proglides were successfully deployed; however, oozing continued after finishing the procedure. A third proglide was deployed and no sutures were present upon plunger removal. A fourth proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices are being filed under separate medwatch MFR numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. This proglide device was deployed in the left common femoral artery.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss was confirmed. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).